Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a gradual increase in pacing impedance measurements on the right ventricular (rv) channel was observed with some recent measurements greater than 2000 ohms. All other lead diagnostics have remained stable. It was noted that the patient's rv lead is a competitive lead. The patient will continue to be monitored. No adverse patient effects were reported.